Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the reservoir and infusion set had air bubbles. The customer's reading was 400 mg/dl. During troubleshooting, it was found that the customer had not let the insulin warm before using it. The customer was advised to change their set and reservoir. Nothing was replaced or returned for analysis.